Event description:
It was reported that this myocardial lead is broken, impedance is higher than 3000 ohms. There is a lot of noise on the egm inhibiting stimulation. The impedance was higher than 3000 ohms on (B)(6), 2015 for the first time. The patient is not depending on his battery. His cardiac rhythm is between 45-50 bpm. Patient is fine. The threshold is very high and the doctor prefers to deactivate the stimulation to avoid multiple spikes. Patient will undergo a cardiac surgery and a new lead will be implanted then. Further patient information is unavailable.